Manufacturer narrative:
The product was remains implanted, therefore no product analysis can be performed. Other relevant device(s) are: product ID: nu1022, ensemble serial/lot unknown use by date unknown UDI (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, the valve was implanted into a failed non-medtronic valve in the tricuspid position. The outer balloon of the delivery catheter system (dcs) ruptured at 8 atmospheres (atm). The dcs was retrieved from the patient without any separation of parts. The valve was implanted with no additional manipulation needed but moderate paravalvular leak (pvl) was noted. The physician believed that the balloon rupture damaged a leaflet. Subsequently, a second valve was loaded to a second dcs and successfully implanted valve-in-valve without incident. No adverse patient effects were reported.

Manufacturer narrative:
Per the instructions for use, the rate burst pressure on the outer balloon for a size 22mm is 3 atmospheres of pressure. However, the balloon was inflated up to 8 atmospheres of pressure and ruptured. Based on the information available, the balloon rupture was due to user error. The valve was implanted in a non-conventional way, as it was implanted valve-in-valve into a failed non-medtronic valve in the tricuspid position. The combination of implant site and balloon rupture may have contributed to the paravalvular leak (pvl). The leaflet damage could not be confirmed as the device was not returned for analysis. Therefore, a true cause of the reported paravalvular leak exhibited by the valve was unable to be determined. Overall, the reported events were not due to the manufacture of the devices. If information is provided in the future, a supplemental report will be issued.